Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.